Event description:
It was reported that during an open hysterectomy procedure, the instrument hooked, jammed and did not open. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). Device a was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade did not return after the handle was depressed and the jaw did not open. The jaws were opened by applying an opening force on the handle with two hands. The knife blade was buckled which resulted in the jaws not opening. Device b, c and d were received sterile. The devices were opened and tested on the generator and passed all functional testing. The energy output delivered from the devices were verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, no issues were experienced with the instruments and the jaws opened and closed as expected. There were no anomalies noted with the functionality of the sterile devices. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: no other information regarding the event is available. Was the device on a vessel/artery when it would not open? Unk. If yes, how was the device removed (i.e. Cut off, forced opened)? Unk. If cut off, did this cause a change in the plan of care for the patient? Unk. Did the removal cause any damage to the vessel/artery? Unk. If yes, what is the damage and how was the damage repaired? Unk. What tissue was in the jaws when it device was removed/cut out from the tissue? Unk. Where staplers or clips used in the procedure? Unk. Was any force applied to the handle prior to removing the device? Unk. Was energy being applied when transecting? Unk.